Event description:
Consumer alleges her scooter tipped over 3 times. The first time consumer alleges she was in a denny's parking lot and the scooter was going straight then suddenly it allegedly varied to the left & tipped over, EU jumped off the scooter trying to avoid injury and landed on her kneecap. The second time the consumer was taking out the trash (area of the terrain is uneven. Consumer was feeling this was tipping due to possibly hitting a pothole. Not sure of exact date but somewhere between (B)(6) 2025. The third time was on (B)(6) 2025 at church when she was talking to someone, and the unit allegedly varied on her causing her to tip over and allegedly she skinned her knee.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges her scooter tipped over 3 times. The first time consumer alleges she was in a (B)(6) parking lot and the scooter was going straight then suddenly it allegedly varied to the left & tipped over, EU jumped off the scooter trying to avoid injury and landed on her kneecap. The second time the consumer was taking out the trash (area of the terrain is uneven. Consumer was feeling this was tipping due to possibly hitting a pothole. Not sure of exact date but somewhere between (B)(6) 2025. The third time was on (B)(6) 2025 at church when she was talking to someone, and the unit allegedly varied on her causing her to tip over and allegedly she skinned her knee.

Manufacturer narrative:
Provider evaluated the unit and the tiller showed that is twisted to the left side seating on the scooter. Provider was able to adjust the shaft to straighten the front tire, so it can line up with tiller. Scooter is working properly and consumer is satisfied.